Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound bronchofibervideoscope was not communicating with the tower, was not showing images, and displayed an error e33. The issue occurred during preparation for use. There were no reports of patient harm.